Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a female patient on peritoneal dialysis (pd). The patient received antibiotics and was hospitalized. The event was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s